Event description:
The manufacturer received information alleging "upon inspection verification device failed active exhalation verification" regarding a trilogy ev300. The device was not reported to be in patient use. There was no harm or injury reported. Although there was no patient harm or injury, as the events do not meet the definition of a reportable serious injury complaint per the FDA regulations (21 cfr 803) this event is reportable because the failure could affect the ability of the device to provide therapy to published specifications. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.